Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a possible cause of the high lead impedance test result. At the time that the device diagnostic test was performed, the pt was not exhibiting any clincial symptoms; however, two weeks later it was reported that the pt was hospitalized due to an increase in seizure activity. Medications had reprtedly been decreased during this time. Device diagnostic testing was previously performed approx three weeks prior to the high lead impedance test result and was within normal limits, indicating proper device function at that time. Review of x-rays by MFR did not reveal any obvious discontinuties the vns therapy system. Revision surgery is planned due to suspected generator/lead connection problem or lead break.

Event description:
Further follow up revealed that the replacement vns therapy system is functioning properly and the pt is beginning a new ramp up cycle. Besides the high impedance event, the treating facility also reported that another contribution to the increase in seizures was decreasing the depakote medication. The pt's depakote level has since been increased. Product analysis summary: the entire lead assembly was returned in pieces. Visual analysis identified two breaks in the negative coil at approx 1mm prior to and past the anchor tether. In addition, a break on the positive coil was seen past the anchor tether. The sillicone tubing had openings past the anchor tether at the area where the breaks are located. The lead coils were further analyzed using scanning electron microscopy. Electron microscopy found that the appearance of the coil wires in first break of the negative coil showed characteristics of a stress-unduced fracture. Inspection of the positive and negative (second) coil breaks showed that pitting or electro-plating conditions have occurred. Fracture mechanism could not be determined due to the pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting, howeverm, in all cases a conclusive determation were noted. The setscrew marks found on the lead connector pins showed evidence that, at one point in time, proper mechanical and electrical connection was present. Using a multi-meter, continuity checks of the lead was performed with no other discontinuities identified. Based on the product analysis findings, there is evidence to suggest the identified lead coil breaks would have contributed to the high impedance event. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electical test specifications. The pulse generator did not show any condition that would have contributed to the reporte event. The exact cause of the lead break is unk. Possible causes of lead discontinuity are: 1} mechanical failure. 2} implant technique (use of suture; no strain relief). 3} "twiddler"(twisting of the lead). 4} violent seizure. 5} physical injury/accident.

Event description:
Further follow-up revealed that the vns system (generator and lead) were explanted and replaced. It was also reported that prior to surgery, high lead impedance was observed and there was no evidence of a generator/lead connection problem. However, there was a lot of scarring seen in the region where the electrodes wrap around the vagus. The surgeon believes that the high impedance was caused by a lead/vagus nerve interface due to the scarring. A new lead and generator were implanted, and impedance was reported to be ok. Post-operatively, the patient is experiencing discomfort in the neck. The surgeon reported that the discomfort is likely due to the removal of the intense scar tissue. To date, the devices have not been received by the manufacturer for analysis.